Manufacturer narrative:
Product ID: 37602 ,serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider reported via the manufacturer¿s representative that the patient¿s left-side implantable neurostimulator (ins) battery depleted prematurely, in under three years. The ins was replaced on (B)(6) 2015. The left ins settings prior to replacement were: 3.6 v, 60 ¿s, 140 hz, 1- 0- c+. The device showed an elective replacement indicator and the battery voltage was 2.56 v. Therapy impedances on the ins were 547 ohms at 6.453 ma. The issue was resolved. The patient¿s right-side ins was ok, but was also replaced electively at the time of the left-side ins replacement.